Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that vascular access was obtained via a right radial approach. Ffr was performed in the right coronary artery (rca), then the left circumflex (lcx) and then the left anterior descending (lad) arteries. The previously reported separation occurred on the 3rd ffr attempt. There was minor resistance noted prior to the separation. The separated portion was removed with 2 pci wires. The patient's current condition is fine.

Manufacturer narrative:
Age at time of event: 60s. (B)(4).

Event description:
It was further reported that vascular access was obtained via a left radial approach, not a right as previously reported. Frr was performed in the right coronary artery (rca), then the left anterior descending (lad), and then the left circumflex (lcx) arteries not the right coronary artery (rca), then the left circumflex (lcx) and then the left anterior descending (lad) arteries as previously reported. Ffr was not available in the lcx. There was a bit less torque noted prior to the separation, not a minor resistance as previously reported. The tip did not get trapped at any point of the procedure.

Manufacturer narrative:
Device evaluated by MFR: mtac report showed that the most likely result of the separation was bending fatigue with ductile overload. (B)(4).

Event description:
It was reported that the wire separated. The patient's vascular anatomy was noted to be moderately tortuous and moderately calcified. The target lesion was located in the 1st diagonal. Ffr was measured at the right coronary artery (rca) and left anterior descending (lad) artery with a comet pressure wire. The comet was then advanced to perform measurement in the left circumflex (lcx). Upon advancing, the tip of the comet seemed to be trapped due to calcification or "something". It was a severe lesion against the pressure wire, but the physician attempted to advance the comet "a lot" in the lesion. When it as rotated and torque was turned, the pd pressure did not come out. When the comet was removed, it separated at 16 cm from the tip and the detached tip was left in the body. The physician did not feel anything detached when the detachment occurred. A few centimeters of the proximal part was inside a 5f non-bsc diagnostic catheter. 3 non-bsc wires were used and intertwined with the comet and it was removed without problems. No patient complications were reported. The patient's condition is "no problem".

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a ffr comet wire separated and the distal section was not returned. The shaft was separated in 1 place. The total shaft length that was returned is 169 cm. The length of the comet wire is 185 cm; therefore, 16 cm of the separated portion was not returned. A kink was also noticed approximately 90.5 cm from the proximal end of the guidewire. There was also some minor scrapping of the coating at the kinked area of the device. No other damage or irregularities were noticed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the wire separated. The patient's vascular anatomy was noted to be moderately tortuous and moderately calcified. The target lesion was located in the 1st diagonal. Ffr was measured at the right coronary artery (rca) and left anterior descending (lad) artery with a comet pressure wire. The comet was then advanced to perform measurement in the left circumflex (lcx). Upon advancing, the tip of the comet seemed to be trapped due to calcification or "something". It was a severe lesion against the pressure wire, but the physician attempted to advance the comet "a lot" in the lesion. When it as rotated and torquer was turned, the pd pressure did not come out. When the comet was removed, it separated at 16 cm from the tip and the detached tip was left in the body. The physician did not feel anything detached when the detachment occurred. A few centimeters of the proximal part was inside a 5f non-bsc diagnostic catheter. Three non-bsc wires were used and intertwined with the comet and it was removed without problems. No patient complications were reported. The patient's condition is "no problem".